Event description:
It was reported that this patient presented to the clinic due to this implantable device emitting tones. The patient could not recall the last time the device had been checked. And was most likely lost to follow up. Device interrogation was unsuccessful as the clinic did not have the correct programmer or software. A replacement procedure has not been scheduled. A boston scientific technical service consultant and engineer discussed the alternative is to utilize a magnet during the replacement procedure to manage the device. A programmer will be located or ordered for this clinic. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.